Manufacturer narrative:
Investigation: visual inspection revealed that the scope washing tubing was extended out of the cannula and was bent somewhat at the c-ring. There was evidence of blood. Based upon the visual observations, the reported complaint for "scope wash tubing broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 c-ring broke during use. The whole scope wash tubing detached, the reporter believes it most likely got hooked on something while in the leg. A new unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.